Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional four proglide devices referenced are filed under separate medwatch reports. Evaluation summary: the device was returned for analysis. The reported no bleed back from the marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with three proglide devices were attempted in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the proglide devices were flushed prior to use; however, once placed in the patient anatomy no bleed back was achieved from the marker lumen with the three proglide devices used in the lcfa. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa. The sheath was upsized to 8fr and the tavr procedure was completed. Hemostasis was achieved in the lcfa using the pre-placed sutures from the two additional proglide devices. Additionally, it was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted using two proglide devices via a 6fr sheath, after the tavr procedure. Reportedly, a suture break occurred with both proglide devices in the rcfa. An additional proglide device was used to achieve hemostasis in the rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.